Manufacturer narrative:
Concomitant products: product ID: 399930, lot# j0519281v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for post-laminectomy pain. It was reported that the patient¿s device was shocking him on and off, he had a buzzing sound, he could feel the wire in his skin, and the sensation wasn¿t painful but was more like a pulsating sensation in the back. The sensation was intermittent and was positional as the patient would feel it whenever he would bend over a certain way or pick something up. There were no trauma/falls reported that could have been related to the issue. It was noted that the patient had checked the device with the patient programmer. The patient was use to checking his device with the patient programmer and knew how to turn the stimulator on and off because he would turn the device on sometimes when his leg or back was sore. The patient knew the stimulator was off at the time of the call to the manufacturer on (B)(6) 2017. The patient was redirected to a healthcare professional (hcp) and was sent physician listings because he didn¿t have a managing hcp. The shocking began in 2017, two to three weeks prior to (B)(6) 2017. It was unknown when the soreness in the back/legs that would prompt the patient to turn on the stimulator began; the patient turned it on when needed and did not have specific dates correlated with each account of soreness. It was noted that the patient had an old injury on his back and that he had two separate steel plates and four screws in his back, as well as a bone fusion done before getting the stimulator. A hcp asked the patient if he wanted those taken out but they didn¿t bother him so he was keeping them in his body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.